Event description:
It was reported that there was a loss of automatic acquisition of non-invasive blood pressure (nibp) on a neonate who was being supported by intravenous blood pressure inotropic medication, as well as ventilation support. No report of serious injury or death. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.